Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 27may2025, 06jun2025, and 13jun2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message (110b). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message (110b). The customer reported that the flow sensor assembly had recently been replaced. During troubleshooting, the rse advised the customer to verify if there was good pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The customer followed up with the rse, and reported that the da pcba pin alignment was good, and da pcba was removed and reseated, but the error code persisted. The rse advised the customer can try swapping in a new da pcba or replace the flow sensor assembly with a different assembly, due to a solenoid valve 3 and 4 malfunction. The customer was provided with the part number for a replacement da pcba. This investigation is ongoing.